Event description:
It was reported that a mildly tortuous, mildly calcified atrioventricular artery was directly stented with a non-abbott stent and during post-dilatation a nc trek (3.75 x 8 mm) balloon ruptured with the first inflation at 6-8 atmospheres. The nc trek (3.75 x 8 mm) balloon was removed and a new nc trek (3.75 x 8 mm) balloon was used to complete the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: nc trek; guide wire: runthrough ns; guide cath: launcher; stent: promus element. It is indicated that the device is not returning for evaluation therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.